Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years and 9 months. The event occurred at the (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced hazard alarms on (B)(6) 2015 and (B)(6) 2015 when changing from battery power to the power module. The patient was unable to note the type of alarm as the alarm condition only lasted for a few seconds and self-aborted. On (B)(6) 2015, the patient again experienced hazard alarms while performing a power change from battery power to the power module. The alarm persisted and resolved each time the patient reconnected the to battery power. The patient reported feeling the pump slow down during multiple attempts to reconnect to the power module. The patient eventually decided to remain on battery power to sleep. During interrogation of the pump in the transplant office the next day, multiple incidents of low speeds leading to pump stops on (B)(6) 2015 and (B)(6) 2015 were noted; the patient was connected to the power module during the incidents. No alarms were noted when the power was switched to battery operation or when the patient was placed on an ungrounded patient cable. This type of behavior has been linked to potential issues with the percutaneous lead. X-rays of the percutaneous lead did not reveal any conclusive evidence of internal or external compromise; however a small possibility of some shield thinning internally was noted. The patient will remain on battery power or ungrounded patient cable to power module operation and will be monitored. A percutaneous lead evaluation and possible repair are scheduled for (B)(6) 2015. The patient has been asymptomatic.

Event description:
Additional information: it was reported that the patient underwent repair of the external percutaneous lead (lead) on (B)(6) 2015, for probable external lead damage. On (B)(6) 2015 at 5:30pm, during a battery change, the patient noticed a red heart hazard alarm; however, there was no audible alarm. The patient reportedly felt giddy at the moment, but was able to contact the hospital and report the incident. On the way to the hospital the patient noticed there was a loss of power, despite having charged batteries. Upon arrival, it was reported the pump had stopped. The patient was alert; however, a health care professional at the hospital reportedly could not feel the pump or auscultate the pump sound. The patient's pump history or log files could not be viewed because the system monitor was unable to receive the patient's pump data from the patient's existing system controller. The patient's pump restarted at 5:59pm, when the patient's system controller was exchange to a pocket system controller. Approximately a minute later, the patient experienced intermittent pump stoppage. The pump reportedly would restart when the patient moved their body. The patient was immediately transferred to intensive care unit and a pump exchange was performed on (B)(6) 2015.

Manufacturer narrative:
Approximately 16 inches of the external portion/distal end of the percutaneous lead (lead) that was replaced was returned for further evaluation. Electrical continuity testing of the returned portion of the lead did not reveal any discontinuities or shorts. Upon removal of the bionate layer, minor breakdown of the metal shielding was identified at ~2.5" from the metal connector; however, visual inspection of the wire found no fracture or breach. The lead was submerged in a saline bath for high-potential (hipot) testing to check the resistance of each wire''s insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The explanted pump was returned assembled with the percutaneous lead (lead) severed approximately 10 inches from the pump housing. The severed distal portion of the lead was also returned. The sealed inflow conduit was not returned. The sealed outflow graft and bend relief were not returned. The outflow elbow was returned attached to the pump. Examination of the pump blood contacting surfaces revealed no depositions or thrombus formations. Examination of the distal portion of the lead returned with the pump was unremarkable. A percutaneous lead repair site was present. Electrical continuity testing of the distal portion of the lead did not reveal any discontinuities or shorts. No damage to the metal shielding was observed. The percutaneous lead was submerged in a saline bath for hipot testing to check the resistance of each wire''s insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. Examination of the proximal portion of the lead extending from the pump identified fatigue damage approximately 3" from the pump housing. As a result of the damage, the underlying green, yellow, brown, and black wire conductors were exposed. The green and yellow wires represent redundant wires in motor phase 1. The brown and black wires represent redundant wires in motor phase 2. The reported red heart alarms, low speed operation alarms and pump stoppages would have occurred as a result of the exposed conductors of the wire contacting the braided shielding when the device was supported by the power module or exposed conductors of different phases contacting each other when the device was supported by either power module or batteries. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.